Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however there was no failure identified related to the reported occlusion and low blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level ranging from 50-200 mg/dl. The customer stated the suspected cause was due to cleaning their home. The customer consumed a beverage to stabilize bg levels. Subsequently, it was reported that the customer received an occlusion alarm. The customer changed their site and tubing, however the alarm persisted. The customer changed all supplies to resolve the alarm. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 141 (mg/dl). Reportedly, alternate insulin therapy would be obtained from the healthcare provider.